Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported material deformation could not be determined. In this case, it is possible the stent became damaged due to interaction with the heavily calcified, heavily tortuous, 95% stenosed lesion during advancement, ultimately causing the reported material deformation; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery that is 95% stenosed. Pre-dilatation was performed with an unspecified balloon dilatation catheter and a 3.5x18mm xience sierra stent was deployed, post dilatation performed with a 3.5mm unspecified balloon. After deployment the fluoroscopic image revealed a strut fracture at the mid part of the stent. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.